Event description:
It was reported that a connecta plus3 red had damaged unit packaging before use. The following was reported by the initial reporter: "on november 26, 2020, when the ICU of the hospital was doing infusion treatment for the patient, it opened the connecta for infusion and found that the inner packaging was damaged and contaminated."

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided lot number 0006969. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. See h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a connecta plus3 red had damaged unit packaging before use. The following was reported by the initial reporter: "on (B)(6) 2020, when the ICU of the hospital was doing infusion treatment for the patient, it opened the connecta for infusion and found that the inner packaging was damaged and contaminated."